Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Initial reporter name. Telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s oculus sinister (left eye). Optical alteration was observed in the central region of the iol after implantation. The alteration suggests concentric light undulations. Left eye with uncorrected visual acuity 20/25, calm eye, incisional edema, and anterior chamber reaction 1+/4. There was no explant so far, the doctor will evaluate the patient again. No further information is available.